Event description:
An optometrist reported that following bilateral lasik surgery, the pt was diagnosed with transient light sensitivity syndrome (tlss) in both eyes. The topical steroid drops were increased to treat the tlss. This report will address the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).